Event description:
The customer reported that the activation button became loose and the device would not activate. There was no pt injury. During initial testing at the manufacturer, the device self-activated while being tested on simulated tissue.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.